Manufacturer narrative:
An event of device embolized into the left ventricle and increase in mitral regurgitation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 34mm amplatzer amulet was selected for an implant. The device was sized using angiography and one intracardiac echocardiography (ice) measurement. The left atrial appendage (laa) was large and multilobed with broccoli anatomy. Procedural imaging was done with intracardiac echocardiography (ice) and fluoro. There were multiple deployment attempts, with the last attempt deemed to be successful and procedure was completed. One hour post procedure, the patient started to have premature ventricular contractions (pvc's) and chest pain. A stat echocardiogram was performed revealing the 34mm amulet had embolized to the left ventricle (lv). The patient was rushed back to the electrophysiological (ep) lab and the device was successfully retrieved and removed from the body using transcatheter snare. The patient was stable hemodynamically. Post retrieved imaging revealed increase in mitral regurgitation severity than pre left atrial appendage occlusion (laao) attempt. The patient was monitored and accessed overnight and in stable condition.